Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer changed out the infusion set last night and he has had high blood glucose since then. Customer's blood glucose was over 400 mg/dl this morning. Caller stated that it has been in the 400's mg/dl all day. Caller stated that it has not come down. Caller stated that the customer disconnected at the quick release to play basketball. Customer stated that he received a no delivery alarm earlier. Customer's blood glucose is 454 mg/dl. Customer treated with a manual injection of 12 units. Customer had symptoms of high blood glucose: vomiting and dehydration. Customer stated that he feels terrible. Customer stated that they after the set change they will see how it goes and go to the hospital if needed. Troubleshooting was performed and the insulin did exit the tubing. Customer removed the set from his body and found the cannula was bent. Customer was assisted with changing the battery and there was no alarm.